Manufacturer narrative:
A ge service representative performed an onsite investigation. All system connections including the high voltage supply regulator, fluoroscopy functions pcb and generator interface pcb were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down and self rebooting without command of the operator. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.